Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The foot panel was ordered for replacement to resolve the issue. No report of patient involvement. Legal manufacturer: hcs research park - 9900 innovation drive USA wauwatosa, wi 53226.

Event description:
It was reported the unit had a broken foot panel. There was no patient involvement.

Manufacturer narrative:
Additional information was received that the panda non-rotating bed was the part that was broken. Damage to this part is not reportable. H3 other text : additional information was received that the panda non-rotating bed was the part that was broken. Damage to this part is not reportable.